Manufacturer narrative:
8782 lot# serial# (B)(6) implanted: (B)(6) 2021. Explanted: (B)(6) 2023. Product type catheter product ID: a820. Serial#: unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 29-jun-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative regarding a patient who was receiving bupivacaine (unk mg/ml at unk mg/day) and hydromorphone (unk mg/ml at 2 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in today for dye study and catheter revision. The company representative (rep) stated that the patient reported having intermittent signs of withdrawal and bladder numbness. The technical services (tss) verified patient also have a urinary stimulator and cervical catheter for the pump. The patient sometimes felt like she was gettingher boluses and other times not. The rep called back to say dye study was complete and no revision was done to the catheter. It was noted that a result came back good, dye went to desired spot, flow good, no fractures or kinks. The rep stated that the healthcare provider (hcp) said he thought patient's symptoms may be gastric intestine (gi) related and was planning on turning down the pump to verify nothing is wrong with the pump.  The patient had 8 boluses per day and typically only uses 1 or 2, however when patient gives herself a bolus, the personal therapy manager (ptm) still reads 8 boluses left. The rep stated that she has not experienced any issues of not being able to give herself a bolus or being locked out at incorrect times, but patient was concerned that controller screen still reads 8 boluses left after use.  The tss had caller power off device and back on. The tss asked caller to try and have patient give herself a bolus and check screen to see how many boluses remain. The rep stated she verified programming and reports look correct. The patient currently in catheter revision so unable to give herself a bolus yet, the issue was not resolved. Additional information received from a healthcare provider via a company representative (rep) stated that they are also participating in research. The device software version at the time of event was 1.1.413. The catheter was revised but the event was still going and etiology remain unclear. Additional information received from a healthcare provider via a company representative (rep) stated that the etiology of numbness symptoms has not been determined. It is possible that this event was the result of either medication or catheter deficiency. It was noted the spinal catheter was replaced on 2023-12-06 to rule out catheter malfunction. The boluses have been reduced to 0.3 mg to twice a day to reduce episodes of numbness. However, bladder numbness and intermittent withdrawal persisted without resolution, and the discrepancy in bolus administration remained unidentified as it was not documented in their electronic health record (ehr).

Manufacturer narrative:
Continuation of d10: product ID a820, product type software, product ID 8782, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type catheter, product ID a820, product type software, product ID 8784, serial# (B)(6), implanted: (B)(6), 2021, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient was experiencing withdrawal type symptoms (nausea, vomiting, diarrhea, sweating, body aches) and a 2 step wean was started. Additional information received from the healthcare provider via a clinical study indicated that the system was (B)(6) 2024.

Manufacturer narrative:
H3: 8637-40 pump: the returned pump passed all testing in the laboratory and no anomalies were identified; 8784 catheter: the catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.